Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the pneumatic module was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 23, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the pneumatic module. However, how or when the component became nonconforming cannot be determined conclusively. (B)(4). Three complaint samples (probes) were returned for evaluation. A review of the related device history records (DHR) for the reported lot numbers indicated that the products were processed and released according to the product¿s acceptance criteria. Sample #1 the complaint sample was visually inspected and deemed nonconforming. The needle was bent approximately 40 degrees. An actuation test was performed and deemed nonconforming. No movement of the cutter was observed. A cut test was performed and deemed nonconforming. No cut was observed. The probe was disassembled and the components inspected. There was approximately fifteen-twenty (15-20) minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. There was significant resistance felt when removing the inner cutter from the needle. The inner cutter was severely bent. There were gouge marks at the bend area and down the back of the inner cutter. The actuation test was retested after the disassembly and the test was deemed conforming. The complaint evaluation confirmed the probe did not actuate and cut. The root cause for the probe not functioning correctly was due to the bent needle and bent inner cutter. This bend needle condition appears to have occurred during its surgical use. However, it was not known how the needle and cutter actually became bent. A bent needle and inner cutter will cause interference between the two components and result in an actuation failure. The probe could not have been shipped in the condition the probe was received back for evaluation as the needle would not have been able to fit into its protective cap. Sample #2 the complaint sample was visually inspected and deemed conforming. Actuation testing was performed and deemed conforming. Cut testing was performed and deemed conforming. The sample, the probe met specification and functioned properly. Sample #3 the complaint sample was visually inspected and deemed conforming. Actuation testing was performed and deemed conforming. The initial test was deemed nonconforming. A retest showed the cutter was able to actuate properly. An initial actuation test failure sometimes occurs due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodged the material and the probe will then work properly. This test is then considered conforming. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There was approximately thirty (30) minutes of wear on the inner cutter when compared to the cutter wear visual standards. No resistance was felt when the inner cutter was removed from the needle. Wear marks are present at the bend area and cutting edge of the inner cutter. Actuation testing after disassembly indicated the testing was conforming. The complaint evaluation did confirm the returned probe cutter did not cut. This usage appears to have worn or damaged the inner cutter such that the movement was impeded and cutter stopped functioning. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A scrub technician reported that four different cutters stopped cutting and that the system vitrectomy function stopped working intermittently during an unknown number of procedures. The procedures were completed with no harm to the patients. No additional information is expected.